Event description:
Event description boston scientific received information that this patient was scheduled to have their pacemaker explanted and replaced due to the battery being depleted. The clinic called into the warranty department to review the warranty status and requirements for this pacemaker were. The device is included in the fm2 advisory.